Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 400 mg/dl. Customer stated that he found his insulin pump in the jacuzzi. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump alarmed for a motor error during the basic occlusion and alarmed during the prime test due to moisture damaged force sensor resistor. Moisture damage was found on the electronics and motor assembly. No moisture damage was found on the battery tube or vibrator assembly. The occlusion and no delivery alarm tests could not be performed. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.